Manufacturer narrative:
Concomitant medical products: (B)(4) ((B)(6) 2011); (B)(4)((B)(6) 2011); (B)(4) ((B)(6) 2011); (B)(4) ((B)(6) 2011); (B)(4)((B)(6) 2011); (B)(4) ((B)(6) 2011); (B)(4) ((B)(6) 2011) (B)(4).

Event description:
It was reported that a revision hip surgery was performed due to metallosis.